Event description:
The patient came in reporting instability due to laxity. The surgeon revised the 11mm insert with a 14mm one to give the patient more stability 1 year and 8 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 april 2022: lot 1904532: (B)(4) items manufactured and released on 11-jul-2019. Expiration date: 2024-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.